Event description:
It was reported that the lead was unable to pass through the tortuous anatomy. The lead was not used and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned ans analyzed. Primary results revealed no anomalies found. There was blood/body fluid present on the distal conductor (not obstructed).